Manufacturer narrative:
(B)(4). Returned test strips evaluated with defect found; black chemistry observed. Meter not returned for evaluation. The most likely root cause is black chemistry due to improper storage. The complaint is reported by a distributor in (B)(6) on behalf of the customer. The product is not cleared or commercialized in the us. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
(B)(6). Customer from (B)(6) reported to the distributor on (B)(6) 2016 the following complaint: consumer reported complaint for low results. Test strip expiration date is 04/24/2018.